Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned, the exact cause was unknown; however, omsc surmised that the reported phenomenon was occurred by applying physical or chemical stress to the insertion section. The following were assumable causes, however they covered a broad range. Therefore, we cannot conclusively specify the cause. Physical stress as a result of rubbing the insertion section. Chemical stress as a result of deviation from reprocessing manual. Improper storage condition (direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays). Normal wear and tear. Others.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off during the incoming inspection for repair requested by the user at the olympus local service department. Other detailed information was not provided. There was no report of patient injury associated with the event.